Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 between 3 pm - 4 pm. The patient manages his diabetes with shots (other than insulin). It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly took less food and/ or drink on the following day. After the start of the alleged issue, the reporter claims the patient felt symptoms of weakness, lethargy, sweating and dizziness. The patient was given glucose tablets, orange juice and a candy bar as treatment. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.